Manufacturer narrative:
Citation: laurent faroux et al. Percutaneous closure of sub-annular rupture following transcatheter aortic valve replacement complicated by severe tricuspid regurgitation. Catheter cardiovasc interv. Mar;105(4):783-786. 2025. 10.1002/ccd.31400. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 75-year-old male patient who underwent implant of a medtronic 29-mm evolut pro+ bioprosthetic valve for treatment of severe aortic stenosis. The implant procedure was complicated by cardiac tamponade which was managed surgically. At one month post-implant the patient was readmitted for pericardial effusion. Electrocardiogram-gated computed tomography revealed a sub-annular aortic rupture into the right ventricle which was treated medicinally. Approximately six months later the patient presented with an episode of acute right heart failure. Subsequently underwent intervention to close the sub-annular rupture with implant of a non-medtronic vascular plug. Transesophageal echocardiogram showed a new-onset severe tricuspid regurgitation related to tricuspid injury during wire externalization which was immediately resolved by transcatheter edge-to-edge repair with implantation of non- medtronic cardiac clips. No further information was provided pertaining to medtronic products.